Event description:
During testing at the user facility, multiple e321 (battery charger timeout) error codes were noted. The device was returned to the biomedical department with a report that the device was malfunctioning. No specific patient info, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. An e321 (battery charger timeout) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.